Event description:
Patient reported experiencing a "similar reaction" 20 days after the pump reservoir was refilled in 2006. The previous event occurred three months earlier, see manufacturer # 2182207200700355. Details regarding the events experienced after the event date reservoir refill were unclear, and additional details have been requested from the hcp. The patient reported having a normal body temperature, no alarm from implanted pump, and concern of possible magnetic interference caused be recently purchased watch. The patient also reported having a stent from another manufacturer. A follow up report will be sent when new information is received.